Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause was determined to be use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece connector had been assembled on the 4 fr groshong tubing. A suture wing had been placed over the 46 and 47 cm depth marks of the 4 fr tubing. Sutures had been tied around the suture wing. The section of tubing between the suture wing and the connector was slightly yellowed. A breach in the circumferential direction was observed in the blue stripe of the tubing 1cm distal to the suture wing, which allowed fluid to leak from the catheter. The adjacent surfaces of the split tubing were noted to be granular. The external surface of the tubing exhibited a polished appearance on opposite sides of the circumferential split. The tubing exhibited preferential kinking at the semi-circumferential split. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. Flexural fatigue occurs due to cyclic kinking of the catheter tube during use in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. No defects related to the manufacturing process were noted on the complaint sample. A lot history review (lhr) of reau1263 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the patient had the catheter placement in april, and after 9 courses of treatment, liquid leakage occurred on the puncture site while the course of treatment had not been finished. The catheter was then removed and it was found that the catheter was damaged about 1cm away from the puncture site subcutaneously. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau1263 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the patient had the catheter placement in april, and after 9 courses of treatment, liquid leakage occurred on the puncture site while the course of treatment had not been finished. The catheter was then removed and it was found that the catheter was damaged about 1cm away from the puncture site subcutaneously. No patient injury was reported.